Event description:
It was reported the patient could feel the lead monitor check when it occurred. Patient also "complained of [feeling] pacing throughout [the] day at certain times". The outputs were programmed to 2.0 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.